Event description:
It was reported, that the patient presented, during clinical follow-up. Upon interrogation, it was noted, that the left ventricular lead exhibited failure to capture. During revision procedure, it was noted, that the left ventricular lead exhibited insulation damage. And suture sleeve of the left ventricular lead was split and detached from the lead body. The reported lead was explanted and replaced on (B)(6) 2024. The patient was discharged from hospital.